Event description:
It was reported that the cement didn't harden properly in bha with exeter. The surgeon tried to skim from the bowl, but its texture was like gum, so he could not knead the cement with his hands. He tried to remove the cement poised on his glove with spatula and set into the canal. The texture like gum continued until 10 minutes from starting to mix the cement. After 10 minutes from starting to mix the cement, the cement hardened rapidly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.